Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system intermittently would lose the live image. This issue will cause the system to be unstable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.